Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the reservoir leaked inside of the pump and now the pump was in the rewind. The leak was past the second o- ring. Customer reported that the fluid/moisture exposure occurred was reservoir leaked . The customer was advised to return the reservoir for analysis. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.